Event description:
It was reported that a patient with a multifocal intraocular lens (iol) in the right eye says they cannot see after the lens implantation. The patient reported they could see better with their cataract and requested to an iol exchange. The patient claims they cannot perform one or more daily activities that they were able to do prior to surgery. The activity that was stopped was not reported. Additional information was provided that the iol exchange was planned for (B)(6) 2023, however, it is unknown if the surgery occurred. Through follow up, it was learned that the explant was performed on the on the (B)(6) 2023. It was further clarified that there is no problem with the daily activities. The iol was simply giving worse vision than preop and worse vision than other eye with the cataract. Another johnson & johnson lens, model zcu225 21.5 diopter was successfully implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. The patient outcome was reported as excellent when discharged. Lens was discarded. No further information was provided.

Manufacturer narrative:
Section a4, a5: ethnicity: unknown/asked but unavailable (asku). Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed an attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.